Event description:
Event description guidant received information that the patient with this device had a MRI back in september 2004. At this most recent follow-up interrogation of the device revealed that the tachy mode was turned off, was at end of life (eol), and had a fault code 01.